Event description:
The manufacturer was notified that a continuous positive airway pressure device was possibly the cause of a house fire. There was no report of injury or harm. A follow-up report will be filed when the manufacturer's investigation is complete.

Manufacturer narrative:
(B)(4).